Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a rt tka done a number of years ago with a competitor. The patient fell and then had a femur fracture. Then the patient developed a knee infection. The surgeon removed the competitor knee and hardware and put in a spacer. It was then on (B)(6) 2019 that the surgeon used depuy to revise the spacer with attune revision and the final result was very good. However, over the past month, this patient had been complaining of an unstable feeling when bending his knee in flexion. The surgeon saw the patient in the clinic and said that the patients flexion gap had increased over time and the patient still had flexion stability. The surgeon wanted to do a poly exchange and a take out of the stabilized rp insert and put in a crs insert along with increasing it's thickness. He also was ready to revise the entire femur if necessary. The surgeon opened the patient up and removed the poly. Trialing was done with a 20 crs poly. The knee was still able to get extension and flexion instability was solved by going up from a 16mm ps rp to a 20 mm crs rp. The surgeon then closed the knee. Doi: (B)(6) 2019; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.